Manufacturer narrative:
No failure could be identified as a result of the investigation.

Event description:
Tampon did not come out - vagina [foreign body in reproductive tract]. String snapped off- tampon [device breakage]. String snapped off during removal, tampon did not come out [complication of device removal]. Case narrative: consumer reported via phone that the string snapped during removal. No serious injury reported.

Manufacturer narrative:
Product investigation is in progress.

Event description:
Tampon did not come out - vagina [foreign body in reproductive tract] string snapped off- tampon [device breakage] string snapped off during removal, tampon did not come out [complication of device removal] case narrative: consumer reported via phone that the string snapped during removal. No serious injury reported.